Event description:
The customer reported a colleague infusion pump which experienced failure code 808:03 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 808:03 and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, the pump failed to pump with sufficient flow and pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA-(B)(4).